Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an epidural hematoma two days after the implant procedure. The hematoma was drained and the device was explanted. There have been no reports of further complications regarding this event.